Manufacturer narrative:
The device has been received and evaluation is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that 3 out of 6 implants inserted during a labral repair broke upon insertion. The remaining implants held well enough and the surgery was considered successful. The broken pieces were retrieved, but surgery was delayed for more than 30 minutes for this event. Patient information was requested, but not provided. This device is used for treatment.